Event description:
The event is reported as: complaint alleges: "the insert/shaft detached during loading of the clips." No patient injury reported.

Manufacturer narrative:
The sample has not been received by manufacturer in time for this report. The investigation is in complete. A follow-up report will be sent when investigation is completed.